Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
The initial repair statement related to the unit alarming. Upon further review, the alarms weren't functioning due to the power switch.